Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was continuing to prompt the "apply sample" message after she had applied the sample. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) (unknown year) at 4pm, the patient alleged the issue first occurred. The patient denied using any medications to manage her diabetes. It is unknown if the patient made any changes to her usual routine on the day of the alleged issue. However, 1 hour later, the patient reported developing symptoms of "weaty and clammy." The patient denied receiving any treatment in response to the alleged issue. At the time of troubleshooting, the cca confirmed the patient was using the correct test strips at the time of testing. This was not the first time the meter had been used. The patient was using an incorrect testing technique, she was applying blood to both sides of the edge. The alleged issue was resolved with a retest. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims she was unable to test due to the alleged issue, and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.